Manufacturer narrative:
The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected investigation clinical codes.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient underwent revision of the right total knee arthroplasty (tka). The surgeon performed poly swap secondary to failed arthrotomy repair. The event was not related to the breakage of a device and did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event.